Event description:
This patient with a history of hypertension and diabetes was found on the floor, a CT brain scan showed hyper-density within the basilar artery, small vessel ischemia disease, slight irregularity, and atherosclerotic calcification of the origin of the left vertebral artery. Initially, no (tpa) tissue plasminogen activator was utilized due to the patient condition. Multiple attempts were made to clear the clot with other devices including medical, but all of the attempts failed. Following obtaining emergency permission/approval for humanitarian device deployment of the enterprise stent was conducted, but there was poor stent expansion secondary to abundant thrombus within the basilar artery and the presence of atheromatous plaque in the vertebro-basilar junction. However, the stent provided a channel in the basilar artery to recanalized. Angioplasty was conducted for the enterprise stent proximal end that lead to complete recanalization of the artery. Unfortunately, the patient developed an extensive hemorrhagic transformation of the brainstem secondary to reperfusion in an already severely ischemic area. The patients also developed a sub-arachnoid hemorrhage and did not survive. The patient died in the intensive care unit due respiratory arrest and ventilatory arrest.

Manufacturer narrative:
The reason for the failure was the extensive thrombus within the entire basilar artery, the presence of an atheromatous plaque in the vertebro-basilar junction. Sever tortuosity of the vertebral and basilar artery. All possible endovascular treatments were used including intravascular thrombolysis and tpa and reopro, mechanical thrombectomy with concentric thrombus retriever as well as manual aspiration of the extensive thrombus. Additional information will be submitted within 30 days of receipt.